Manufacturer narrative:
The returned device was evaluated and the pod was received not deployed. Download data showed that pod delivered 0 pulses and was received in pod state 14, indicating that pod did not complete activation process after being filled. No damages or deficiencies were observed that would prevent pod from completing activation and deploying cannula as intended. Download data also showed that pod generated an 0x4e alarm while in pod state 14, indicating that saw trim was out of specification. Inspection of pod found no damages or deficiencies that would prevent pod from completing activation process or result in a hazard alarm. Exact cause of 0x4e alarm could not be determined.

Event description:
A patient reports while activating a pod the cannula had failed to deploy and the pods pink slide had not moved forward. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.